Event description:
Ils was inserted into the rectum for an anastomosis. The stapler was fired, the staples fired but the blade did not dispense. Unable to remove stapler without resecting anastomosis.